Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms as well as noise. The patient was undergoing an echocardiogram at the time, and that is believed to have been the cause. The patient was later seen and interrogated and normal ranges were observed. However noise was still present. No intervention was done and none is planned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.